Event description:
As reported, per article "hemodynamic and clinical outcomes of transcatheter valve expansion in degenerated mitral bioprotheses", 98 consecutive patients who underwent percutaneous transcatheter mitral valve implantation with a balloon-expandable valve (sapien, sapien xt, sapien3, or sapien s3 ultra). A published journal article reported that underexpansion of balloon-expandable transcatheter heart valves implanted during transcatheter mitral valve-in-valve procedures in degenerated mitral bioprostheses was associated with reduced mitral valve area, and an increased incidence of adverse clinical outcomes, including all -cause mortality, heart failure readmission, and valve reintervention. The authors additionally reported that oversized transcatheter heart valves demonstrated less expansion and higher rates of adverse outcomes compared with recommended size valves. All procedures were either transseptal or transapical. In the above referenced article, it was reported that one patient died due to left ventricular perforation that required conversion to surgery. The article did not differentiate which patient's received the sapien, sapient xt, sapien 3, or sapien 3 ultra valvesd.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Zorman, mark j., et al. "Hemodynamic and clinical outcomes of transcatheter valve expansion in degenerated mitral bioprostheses." Circulation: cardiovascular interventions (2026): e016270.